Event description:
In the "look back" feature the oxygen trend (spo2) reads 2 minutes in the future not at the 'current' window. There is no running spo2 trend while collecting data. It is necessary to know what the o2 desaturation is to determine the type and number of events. Patients need to meet a criterion before treatment can be started.